Manufacturer narrative:
D4 - expiration date: 30-aug-2026 corrected to 30-jun-2026 in initial claim #(B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5_13.7 implantable collamer lens of -10.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024, the lens was explanted due to excessive vault. A replacement lens of shorter length was later imaplanted and the problem resolved.

Manufacturer narrative:
(B)(4).